Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient wanted to increase because they were having a return of symptoms for their urinary retention problem since (B)(6). The patient stated they couldn¿t go to the bathroom and had to go to the hospital because of the issue on the same day as the symptom return. The patient stated it was causing them pain and before this it was great. The patient mentioned they were currently using a foley catheter. The patient also mentioned that now they had blood in their urine. The patient reported they were trying to increase stimulation and it wasn¿t allowing them to since the day before the call. When they pressed the plus, it didn¿t go higher than 1.7v and they wanted help increasing. Syncing with the programmer showed the stimulation was off at 1.7v on program 2. The patient stated they didn¿t intentionally turn the stimulation off, they may have pressed the wrong button, but they weren¿t sure. It was reviewed to avoid pressing the middle button unless they wanted to turn stimulation off. The patient turned the stimulation on and increased to 3.0v on program 2 where they felt stimulation in the correct area. The patient was advised to contact their healthcare provider if the problem didn¿t resolve and to discuss the blood in their urine. No further complications were reported.